Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Update 18/september/2018: in providing information for a pi submitted via the web, the following is indicated: primary left knee implanted (B)(6) 2015. In 2016, patient underwent surgical scar tissue removal and insert exchange to address limb length discrepancy (left leg was approximately 4mm longer than the right). A 13mm insert was replaced with a 9mm insert.